Event description:
It was reported that there was piece of plaque dislodged that could not be aspirated. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, a piece of plaque broke free from angioplasty and stent placement that was too big to fit in the arterial sheath and could not be aspirated. The physician left clamp on, took sheath out, fogated (ballooned), and back bleed to get the plaque out. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that that there was piece of plaque dislodged that could not be aspirated. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the procedure, a piece of plaque broke free from angioplasty and stent placement that was too big to fit in the arterial sheath and could not be aspirated. The physician left clamp on, took sheath out, fogated (ballooned), and back bleed to get the plaque out. There were no patient complications as a result of this event.